Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) found that drawers had displayed a "failed to stay closed" error, which might be related to a position or latch sensor malfunction in remote investigation. However, the drawer subsequently operated as expected without further intervention. Following a period of observation with no recurring issues, the technical support specialist validated the resolution and confirmed closure of the case. The system functioned as intended after the field service engineer investigated the issue with the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had multiple compartment failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.